Event description:
Distributor informed us on the (B)(6) 2023 that one of our products was involved in a case where the treated patient sustained a laceration to the forehead, approximately 2cm in size, which was approximated with staples.

Manufacturer narrative:
The deviation detected on the product involved (old version of pin insertion) cannot have contributed to the described incident. As it is not assumable that the old version of the pin insertion could cause or contribute to the reported incident we suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Manufacturer narrative:
UDI related data quality updates only. The following information is being corrected/supplemented due to discrepancies between data submitted in the previous report(s) and data submitted to the gudid: d1, f7.

Manufacturer narrative:
The product allegedly involved in the reported incident has not yet been sent to the manufacturer for investigation. The product and additional information regarding the reported incident have been requested. As new information is received, it will be presented in a follow-up report.

Event description:
Distributor informed us on the 11th of october that one of our products was involved in a case where the treated patient sustained a laceration to the forehead, approximately 2cm in size, which was approximated with staples.